Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving lioresal (2000 mcg/ml at 125.9 mcg/day) via an implantable infusion pump. The indication for use was multiple sclerosis and intractable spasticity. It was reported that the patient had a horizontal closed bore magnetic resonance imaging (MRI) performed at 1.5t or 3t and a motor stall occurred with no recovery to date. It was noted that MRI occurred at 13:13 and at 17:03 the stall had still not recovered. The caller stated that the pump was interrogated at 14:47 post MRI and was audibly alarming at that time and was continuing to alarm per caller. It was noted that the pump was not stopped prior to the MRI. The pump was refilled and programmed today; no symptoms were reported. No further complications have been reported as a result of this event.